Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the 3t heater cooler does not heat/cool properly: the heating phase takes far too long, cooling temperature not below 14 degrees. There was no patient involvement.

Manufacturer narrative:
H.11 as a result of the investigation the technician did not confirm the cooling malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected product was returned to service in its expected function. A device service history review was performed and identified other similar events since unit manufacturing date in 2015. No concerning trend related to this failure mode has been detected. Based on the investigation findings and considering that no device problem was found, the most likely root cause of the reported event has been associated to user perception. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.